Event description:
Hip revision surgery was required due to fracture of the rod implanted in primary surgery. There were no adverse events in the revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Hip revision surgery was required due to fracture of the rod implanted in primary surgery. There were no adverse events in the revision surgery.

Manufacturer narrative:
This MFR report # 0002249697-2025-00027 was found to be a duplicate of MFR report # 0002249697-2025-00026. All data for this patient's experience will be captured under MFR report # 0002249697-2025-00026. This product inquiry is being closed as a duplicate.